Event description:
The customer contact reported the patient received less medication than intended. On (B) (6) 2010, at an unspecified time the device was programmed at the user facility, in the intermittent mode, in ml, to deliver penicillin g 2 million units/574ml, with a dose amount of 90.33ml, a 1 hour delivery time, every 4 hours, for a total of 6 doses, and a kvo (keep vein open) rate of 0.5ml/hr. No further pump programming parameters were provided. The customer contact reported that the patient was receiving therapy as an outpatient via a central line. After an unspecified length of time, the patient called the user facility to report an unspecified length of time, the patient called the user facility to report an unspecified alarm and that an unspecified number of doses had not started at the expected time. On (B) (6) 2010, in the morning, the patient returned to the user facility. At that time, the customer contact reported an unspecified number of doses remained in the container instead of the expected empty container. The physician was notified and ordered the therapy extended for an additional 6 doses. The customer contact reported using the same device, a new container was programmed with the same programming parameters and the patient was sent home. The customer contact reported there was no change in medical condition. No medical intervention was required. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.03ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/-5%). The pump history was downloaded at the manufacturing facility. A review of the pump history found there is no pump programming or pump activity for the reported event dates of (B) (6) 2010 and (B) (6) 2010; therefore, the history cannot be utilized to evaluate the reported event. (B) (4). (B) (4)